Manufacturer narrative:
Product event summary # damaged instrument 4.5 tap. Product analysis # (B)(4). Mnav findings and conclusions: as reported, the tip of the returned tap is bent. The instrument is in otherwise good condition. Afc: (B)(4) - damaged tool; mnav methodology: visual/physical examination; mnav detail: awaiting field response/info mnav usability: false: mnav able to duplicate the issue?: yes. Mnav bai/oobf?: false. Mnav failure mode: physical damage: mnav failure mechanism: bent instrument tip. The 4.5 tap was returned to the manufacturer for analysis. Analysis found that the tip of the returned tap is bent. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the tap was damaged. Issue resolved with instrument replacement. There was no impact to patient. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
It was reported that the issue occurred during functional endoscopic sinus surgery (fess). The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.